Event description:
Caller alleging discrepant high inratio value. On (B)(6) 2013, inratio: 6.5, lab 1.69. Time between testing - minutes. Pt's therapeutic range unknown.

Manufacturer narrative:
Investigation pending.